Event description:
During the operation, it was noticed that here was a trace something like rubbed on the bottom and keel of tibial component before insertion. The tibial component was implanted.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding appearance involving an triathlon baseplate was reported. The event was confirmed with photographs. No patient adverse consequences were reported. Method & results: device evaluation and results: visual inspection of the photographs of the reported device indicate that the baseplate is attached to the impactor/extractor instrument. No photographs of the device in the packaging prior to handling in the operating theatre were provided. The markings on the returned device appear to be smudge markings. These marks are present on the anterior and posterior rim of the baseplate and more significantly on the both sides of the keel and on the inferior surface of the baseplate. It must also be noted that there are what appears to be blood spatters on the impactor/extractor that the baseplate is attached, too. Device history review: the device was manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there were no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because the reported device was not returned for evaluation, as it was implanted. The photographs provided are of the baseplate attached to the impactor/extractor instrument and not still in the packaging. This indicates handling of the baseplate by the or staff. The manufacturing and baseplate cells reviewed the reported event and photographs provided. From the photographs it is not possible to identify the stain and therefore it was not possible to identify any potential manufacturing or packaging source of the stain. A device defect awareness (dda) training was completed. Return of the device is needed to complete the investigation for determining a root cause.

Event description:
During the operation, it was noticed that here was a trace something like rubbed on the bottom and keel of tibial component before insertion. The tibial component was implanted.